Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump display was blank and her blood glucose was high at 444 mg/dl. Customer treated manually for high blood glucose. Troubleshooting was performed. The insulin pump was not bumped, dropped, or exposed to moisture and there was no relevant damage nor corrosion. After instruction to insert a new battery, the display did not return. Customer was then advised to clean the battery cap contact and insert a new battery. She stated the insulin pump display did not return. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.